Manufacturer narrative:
Report confirmed. Eval of the af02 determined that the footed portion was damaged by tool contact. The collet from the associated motor (pm200) was disassembled and the internal components were in good condition. There was no foreign debris. The collet did secure the tool in the correct location. No deviations were noted on the returned f2/8ta23 (lot#: 0001122106) tool. The legend IFU contains specific instruction on how to assemble this tool and attachment combination. The user manual also contains the following warning: "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator, and/or operating room staff." Our recommendation for factory service is based on the facility's usage; however, it should not exceed 24 months. The af02 has been in use for 30 months without any record of factory service.

Event description:
A report was received stating "that during a craniotomy procedure on the posterior fossa, the dissecting tool cut through the foot of the attachment. After turning half of the flap, the surgeon noticed resistance in the cutting process and paused to look at attachment. It was noted that the tool had perforated the foot of the attachment and protruded approx 1 cm through the foot. The protruding tip of the tool contacted the pt's brain resulting in dissection of tissue. The procedure was completed with another attachment." The surgeon indicated that this area of the brain is not very sensitive to damage and confirmed the pt had no symptoms associated with the event. On f/u it was noted that minor dural damage occurred. The dura was repaired with no pt impact. The user facility did report this event on medwatch.